Manufacturer narrative:
The date of the reported event is unknown. If additional information becomes available, a supplemental report will be submitted. E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up / inspection for use, the flex deflectable videoscope video image was not being output properly and presented error code 228. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: b5, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failures were confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video connector has a crack and image noise present. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to components related to video output, such as "the" electronic circuit boards inside the connectors, may have caused the noise. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.